Event description:
The customer initially called to report that the insulin pump was not delivering insulin. Troubleshooting was performed and the lead screw rotated completely, but insulin did not exit. The customer then mentioned that he was hospitalized earlier that morning for diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.